Event description:
Procedure: lap colon. According to the reporter: when the instrument was fired the staples did not form properly and had to be picked out of the patient. The patient is fine postoperatively, and there was no patient injury. However, the surgeon had to fire an additional cartridge across the rectum.